Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results within normal limits) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided); however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned with no growth, and the patient was scheduled for a pd catheter (not a fresenius product) revision. Although the specifics are unknown, during the pd catheter revision the decision was made to remove the patient¿s pd catheter and surgically place a temporary hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without any known issues and is recovering from the serious adverse events. Despite the negative cultures, the patient¿s antibiotics were continued and administered intravenously following hd. The patient will return to pd therapy once the sterile peritonitis has cleared. The pdrn stated the cause of the peritonitis is unknown. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by severe abdominal pain), which required hospitalization, antibiotic(s) therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be determined. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage including scratches on the heater tray. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she is in the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results within normal limits) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided); however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned with no growth, and the patient was scheduled for a pd catheter (not a fresenius product) revision. Although the specifics are unknown, during the pd catheter revision the decision was made to remove the patient¿s pd catheter and surgically place a temporary hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without any known issues and is recovering from the serious adverse events. Despite the negative cultures, the patient¿s antibiotics were continued and administered intravenously following hd. The patient will return to pd therapy once the sterile peritonitis has cleared. The pdrn stated the cause of the peritonitis is unknown. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.